Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had twiddler's syndrome. This caused the ICD to flip in the patient's pocket. It also caused this transvenous implantable lead to dislodge from the right ventricle resulting in loss of capture.